Event description:
No pump was returned to fresenius kabi for evaluation. The reported "dose rate changes" was unfounded. Biomed reported: "this is a non vigilance reported pump but still want to get a log file review. No further action is required because the reported issue, was deemed changed by user." A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "this is a non vigilance reported pump but still want to get a log file review to respond to them if they programed it wrong I did a test infusion it was dead on 20 mls. No patient harm reported. Patient was receiving insulin infusion at rate of 6.4 units/hr at 0100. Insulin was changed at 0200 to a rate of 5.1 units/hr after blood sugar check. Insulin was changed to rate of 1.1 units/hr after 0311 glucose check of 116. After rate-dose verifying numbers at 0300- mar automatically/mistakenly charted the insulin as infusing at rate of 6.4 units/hr. Upon rn checking 0400 numbers in patient room, she noticed the infusion pump infusing the medication at the incorrect rate. The infusion pump was immediately stopped and a blood sugar taken as well as patient assessment performed. 0400 blood sugar check was 110 and app was notified. Faulty infusion pump was left in front of cns office. Charge rn instructed rn to disassociate all infusion pumps in patient room as this is the only communication the mar could have with the infusion pumps." A review of the complaint information identifies the following issue: overdose; no ae an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.